Manufacturer narrative:
Additional narrative: device reported as not implanted but was implanted on (B)(6) 2014. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that both screws had artifact debris. The screws at s1 could not be locked due to the angulation of the l5-s1 disc was so deep in the pelvis. The debris was removed from the patient using forceps. The first screw that was implanted into the patient had the artifact removed. The screw could not be removed and replaced with a different screw. The second screw was inserted, but it was cross threaded. The debris was removed from the patient using forceps. The second screw was removed and replaced with a new screw. No additional information is available at this time. Device will be returned for investigation. This is report number 2 of 2 for (B)(4).

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.